Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys ft3 iii results for 1 patient tested with cobas e801 module serial number (B)(4). It is unknown if the questionable results were reported outside the laboratory. The samples were returned to the manufacturer for testing. Please see attached data for details. This medwatch is for elecsys ft3 iii. Refer to the medwatch with patient identifier (B)(6) for the elecsys ft4 iii.

Manufacturer narrative:
The result from ft3 iii version 2 was within the normal reference range of the assay. This result is also similar to the siemens result that was also within the normal reference range of the assay. Ft3 iii version 2 has an improved robustness against streptavidin interference. The investigation determined the high ft3 iii results using version 1 of the assay are consistent with a streptavidin interference. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem.